Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed pre-fill reservoir test per specification. Using new lab transfer guards, reservoirs and transfer guards passed per inspection. Found it easy to fill. No leakage anomaly was observed during filling process. Reservoirs connected and locked in place properly.

Event description:
The customer reported that insulin from the reservoir leaked during filling. The caller stated that the top of the reservoir is protruded. No further information was provided.